Manufacturer narrative:
Pump received with broken battery tube thread and reservoir tube lip noted. Pump passed displacement test. The test reservoir was unable to lock in place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damaged retainer ring. The customer stated that the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.